Event description:
It was reported that the pump motor had stalled. The confirmed motor stall was noted in the event logs with no motor stall recovery recorded. A "stopped pump period may exceed tube set" message occurred. A pump update was performed without pump recovery. The pump was replaced. No pt symptoms were reported. The pump was used to deliver dilaudid and bupivicaine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.